Event description:
This event was reported to sunrise medical customer service via a phone call from hildie from the medical store ltd on 6/20/2006. Sheila at children's specialized hospital reports tha child was riding in a kid kart mighty-lite stroller tied down in a bus's wheelchair transit system. When the driver braked sharply, the (crotch) anchor pointfor the seatbelt in the stroller's seat ripped away, releasing the bottom part of three point belt. The child slid forward in the stroller seat, struck her head and was bruised. Upon inspection by the rebha tech clinicians (at children's specialized hospital), it was seen that the hardware at the top of the h-harness was also starting to pull out through the material (of the seat back). The unit has not been recieved for evaluation by sunrise medical.

Event description:
This event was reported to sunrise medical customer service via a phone call from (B)(6) from the medical store ltd on (B)(6) 2006. (B)(6) at (B)(6) reports that child was riding in a kid kart mighty-lite stroller tied down in a bus's wheelchair transit system. When the driver braked sharply, the (crotch) anchor point for the seatbelt in the stroller's seat ripped away, releasing the bottom part of three point belt. The child slid forward in the stroller seat, struck her head and was bruised. Upon inspection by the rehab tech clinicians (at (B)(6)), it was seen that the hardware at the top of the h-harness was also starting to pull out through the material (of the seat back). The unit has not been received for evaluation by sunrise medical.